Event description:
Reporter stated there are 4 vertical lines on the display of the blood glucose monitor, and this interferes with reading the results correctly. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) confirmed the meter for display defect; multiple solid, wide vertical lines appear on the left and middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result and the decimal point; therefore, misinterpretation is possible. Iu observed the meter's serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.